Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on the rv lead. No pacing inhibition or inappropriate hv therapy was noted. The lead measurements were all in range. Lead fluoroscopy did not reveal externalized conductors. The lead was laser removed. During the explained insulation abrasion was seen. The patient was stable post-procedure.